Manufacturer narrative:
(B)(6). Device is a combination product age at time of event: 18 years or older. (B)(4). The complaint device was returned for analysis without the delivery catheter. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 1226mm proximal from the distal tip of the device. The manifold hub and the proximal portion of the hypotube shaft; proximal from the break site were not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer found kinks 98mm & 106mm proximal from the distal end of the catheter tip. The mid-shaft section showed signs of torsional strain (twisting) to the shaft 7mm distal from the mid-shaft bond. The damage to these portions of the shaft may have occurred due to the application of excessive force to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14-nov-2014. It was reported that shaft break less than 15cm from the hub occurred. Vascular access was obtained via the femoral artery. The 12 x 2.25 mm, eccentric, de novo and 100% stenosed target lesion was located in the mildly calcified and non tortuous left anterior descending (lad) artery. The 2.25x12mm promus element ¿ drug eluting stent was advanced to treat the lesion, however, the shaft broke less than 15cm from the hub near the y-connector. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition was stable. However, returned device analysis revealed that the hypotube broke 1226mm proximal from the distal tip of the device.